Event description:
Pt experienced high blood glucose on evening of 10/01. Pt did not treat high blood glucose but returned to bed. Upon awakening, he went to hospital and hospitlized for high blood glucose level. IV insulin drip administered. Pump evaluated and determined to be out of spec. Pump returned to MFR for further eval.